Manufacturer narrative:
Voluntary medwatch report received: mw5163174.

Event description:
Voluntary medwatch received states that previously capped lead had exhibited infection. The lead remained surgically abandoned. There were no patient consequences reported.